Event description:
Locator abutment fractured. Fractured portion was unable to be removed from the implant. Surgical intervention would be required to remove the implant.

Manufacturer narrative:
Fracture in the threaded area of the abutment is typically caused by screw loosening followed by fatigue failure from repeated mastication cycles. Screws typically come loose due to either an inadequate application of torque at placement or lack of maintenance. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. The final application of torque should always be completed by using a calibrated torque indicator and failure to do so can lead to screw loosening and eventual failure. Screw loosening can also be addressed by retightening abutments during routine maintenance appointments which can help reduce the likelihood of screw fracture. Device fracture was technique related most likely due to overtorquing the abutment or failure to retighten the loose screw during routine maintenance. Instructions for use states that clinicians should tighten the locator abutment to 30 ncm or to the torque for an abutment screw recommended by the manufacturer of the implant/abutment system if that recommended torque is 35 ncm or less. Use of higher torque values than recommended above could cause a fracture of the locator abutment. Zest recommends follow-up visits at 6 month intervals. Instructions for use states that abutments must be re-tightened at follow-up visits to the torque specifications outlined above. Failure to re-tighten abutments could lead to screw loosening and abutment fracture.

Event description:
Locator abutment fractured. Fractured portion was unable to be removed from the implant. Surgical intervention would be required to remove the implant.